Event description:
Device explanted. Unable to interrogate device within the pocket of the patient. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Report written on wrong device. Correct device is reported on MDR-1028232-2022-01283. This device remains implanted.